Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended replacing the compressor since the compressor sound like it was about to cut out. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Customer called regarding sn (B)(4) error codes pneumatics module failed to cycle. No patient involvement. I recommended replacing the compressor the compressor sounded like it was about to cut out. Caller agreed and had compressor on hand. Closing case.

Event description:
The customer reported to vyaire medical that the avea ventilator unit has error codes pneumatics module failed to cycle. The reporter confirmed that there is no patient involvement associated on this event.